Manufacturer narrative:
Medical devices continued: 5086mri lead implanted (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead post-operatively triggered an alert for high impedance. The alert threshold was raised and the lead remains in use. Impedance measurements since have been within normal limits. No patient complications have beenreported as a result of this event.